Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving clonidine (300.0 mcg/ml at 139.95 mcg/day) via an implantable pump for an unknown indication for use. It was reported a volume discrepancy occurred; 4.2 ml was observed instead of 3.2 ml. The event date was reported to be (B)(6) 2018. The pump was emptied and refilled. The issue was resolved. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. No complications were reported. There were no reported symptoms. It was also reported the patient had a stroke on (B)(6) 2018. An MRI was then performed, the pump stopped, and it did say it restarted. Pump logs from an interrogation on (B)(6) 2018 at 11:52 were provided. The logs indicated a motor stall occurred on (B)(6) 2018 at 15:53, a stopped pump duration may exceed tube set message occurred on (B)(6) 2018 at 15:53, and a motor stall recovery message occurred on (B)(6) 2018 at 11:01.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a clinical study. It was reported device interrogation was performed on (B)(6) 2018, revealing that the pump restart did not appear on telemetry and the event was ongoing. However, review of the logs indicated the stall recovery occurred on (B)(6) 2018 at 11:01. The event was considered related to the device/therapy, and not related to the implant procedure.